Manufacturer narrative:
A device evaluation of the returned device confirmed the customer allegation. Due to a pinhole on the bending section cover, the water tightness was lost. The distal end and suction cylinder was shaved. The adhesive part of the bending section cover was detached. The control unit was sticky. Universal cord had a scratch. Due to wear of angle wire, bending angle in up/down direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the bending section cover of the bronchovideoscope exhibited leakage. The issue was found during routine inspection. The device was returned and an inspection revealed, the coating of the insertion tube was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion section peeled off due to physical stress, chemical stress, storage environment, etc. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual_ general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided regarding event date. Reporter name, reporter telephone number and occupation updated.